Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 27, 2018 that a flexiva 200 laser fiber was opened for use in a cysto retro ureteroscopy lithotripsy stent insertion procedure in the performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to broken upon removal from the package. There was no serious injury nor adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a cysto retro ureteroscopy lithotripsy stent insertion procedure in the performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to broken upon removal from the package. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the first piece measured approximately 97.8 cm from the top of the connector to the break. The second piece was kinked and measured approximately 218.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.